Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving therapy via an implantable infusion pump. It was reported by the rep that the physician had replaced pumps in the past because the physician didn¿t see fluid forming when 0.01ml was primed during priming boluses on the back table. Additional information was received from a manufacture's representative (rep) on 2017-jan-25. It was reported that there had been a number of cases where the physician replaced the pump because the physician did not see fluid forming when 0.01ml was primed during priming bolus on the back table. The rep stated that the physician does an "open" dye study and rotor study by taking the pump out of the pocket and disconnecting the catheter. He does a back table prime on the catheter to see if any fluid is seen. The rep did not have any events, names, serial numbers, or number of events, but stated she had reported these in the past. The rep stated the physician had been doing this for "years" now. She had no other information.